Event description:
Additional information received indicated that patient underwent surgical intervention wherein both the leads were explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
Related manufacturer report number: 3006705815-2020-32014. It was reported that the patient was not receiving adequate pain relief from their scs system. An x-ray revealed that the patient's leads had migrated and surgical intervention is anticipated to resolve the issue.